Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation, and the evaluation is currently underway. A review of the downloaded flag data from the day of the event was performed. The review of the data does not indicate a device malfunction that would have caused or contributed to the inappropriate treatment and patient death. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. Prior to passing, the patient received an inappropriate treatment event consisting of six shocks. The patient was at home and lost consciousness. The patient's wife found the patient, called ems, and started to perform CPR. The patient received six treatment shocks between 23:06:48 and 23:12:22. The patient was in asystole prior to and throughout the treatment shocks. Over-sensing low-amplitude cardiac signal contributed to the false detections. The patient remained in asystole after the treatments. The device was shutdown at 23:13:08. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.